Manufacturer narrative:
(B)(4) the sorin s3 bubble detector. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The complained device was returned to sorin group (B)(4) for evaluation. Visual inspection identified the bubble sensor pads to be deflated. The issue was not reproduced during functional testing. However, the sensor was found to be out of tolerance, likely due to the deflated cushions. This tolerance issue can cause the sensor to reset itself. The sensor was scrapped following the investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue.

Event description:
Sorin group (B)(4) received a report that the bubble detector alarmed several times when air was noticed in the arterial line during a procedure. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stokert s3 bubble detector. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A f/u report will be sent when the investigation is complete.